Manufacturer narrative:
Technician found that while doing pm on bed, could not get a good ground reading, it was too high. Replaced power cord to resolve this issue.

Event description:
Complainant alleged that they could not get a good ground reading.